Event description:
It was reported that this pacemaker exhibited sensing anomalies following a recent generator change. The patient visited the emergency room (ER), and imaging suggested that the terminal pin may not be fully inserted. Technical services (ts) noted that impedance imbalance on the right ventricular (rv) lead was causing a phenomenon on the atrial lead used by the minute ventilation (mv) algorithm as well loss of capture was identified on the rv channel due to elevated pacing thresholds. Ts confirmed that the impedance imbalance indirectly impacted atrial sensing. The device remains in service. No adverse patient effects were reported. Additional information was received that during a scheduled revision procedure a decrease in pacing impedance values was noted on the right atrial (ra) channel and there was a concern of premature battery depletion (pbd). Technical services (ts) analyzed the device data and noted that power consumption was elevated irregular and was suggestive of an anomaly in one of the integrated circuits. Device replacement was recommended. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device was subsequently returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited sensing anomalies following a recent generator change. The patient visited the emergency room (ER), and imaging suggested that the terminal pin may not be fully inserted. Technical services (ts) noted that impedance imbalance on the right ventricular (rv) lead was causing a phenomenon on the atrial lead used by the minute ventilation (mv) algorithm as well loss of capture was identified on the rv channel due to elevated pacing thresholds. Ts confirmed that the impedance imbalance indirectly impacted atrial sensing. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited sensing anomalies following a recent generator change. The patient visited the emergency room (ER), and imaging suggested that the terminal pin may not be fully inserted. Technical services (ts) noted that impedance imbalance on the right ventricular (rv) lead was causing a phenomenon on the atrial lead used by the minute ventilation (mv) algorithm as well loss of capture was identified on the rv channel due to elevated pacing thresholds. Ts confirmed that the impedance imbalance indirectly impacted atrial sensing. The device remains in service. No adverse patient effects were reported. Additional information was received that during a scheduled revision procedure a decrease in pacing impedance values was noted on the right atrial (ra) channel and there was a concern of premature battery depletion (pbd). Technical services (ts) analyzed the device data and noted that power consumption was elevated irregular and was suggestive of an anomaly in one of the integrated circuits. Device replacement was recommended. This pacemaker was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device has not returned for analysis.